Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and that a mesh and pelvicol acellular collagen matrix were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with anterior urethroplexy graft insertiondue to sui, vaginal prolapse, cystocele, urethral hypermobility.